Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. While hospitalized the patient was treated with intraperitoneal vancomycin (two 3-hour bags; dose, frequency, and duration not reported) for peritonitis. Three days after the event onset, the patient was discharged home from the hospital. Post discharge, the patient was treated with vancomycin (dose, route, and frequency not reported) and ceftazidime (dose, route, and frequency not reported) for two weeks at home for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.